Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported chest pain and pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient returned for second mitraclip intervention for degenerative disease progression. The previous clip was stable on both leaflets. The first case was over 2 years ago and the recurrent mr was discovered greater than 90 days from the procedure. The second procedure was on (B)(6) 2024. One clip was implanted. The mr was reduced to grade 2. On (B)(6) 2024, the patient was having chest pain. A repeat transthoracic echocardiogram (tte) was performed, the patient had a pericardial effusion. The physician cannot determine if the steerable guide catheter (sgc) or heparin caused the pericardial effusion. Pericardiocentesis was performed on (B)(6) 2024. The patient is stable.